Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the other 2 sensor had no cannula present when inserted. The blood glucose was 7 mmol/l at the time of the incident. Customer reported 12 sensors which have not worked properly and 10 of the sensors have only worked for approximately 4 days. The insertion had gone well and they use the new style serter. The sensor will not be returned for analysis.